Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty pairing a new freestyle libre 3 plus sensor with the ilet system during setup of a new phone, and due to frustration stopped and retried later, after which pairing succeeded and glucose data resumed without impact to blood glucose. Symptoms included no adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and continued therapy after successful sensor pairing. Investigation included review of support contacts, user education, and confirmation of successful reconnection and ongoing data transmission. Investigation of this case revealed a resolved pairing failure attributable to user setup challenges rather than a device malfunction, with the ilet and sensor hardware functioning as intended after reattempt. It was concluded, based on previously established findings for similar reports, that the cause was user interaction during setup and that no device fault was identified.